Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as incorrectly installed tubing. The fse replaced the tubing to resolve the issue. Age or date of birth, weight, and ethnicity: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high sodium (na) patient results on their au680 clinical chemistry analyzer. There was no report change to treatment, injury, or death associated with this event. The customer did not provide any patient data or demographics.